Manufacturer narrative:
Additional patient identifier: (B)(6). 510k: this report is for an unknown nail distal locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient returned to surgery and the proximal femoral nailing system (tfna) and tibial nail were removed. The hardware removal was due to nonunion and delayed healing. The im nail femur and the im nail tibia were implanted during an open reduction internal fixation (orif) on (B)(6) 2017. During removal surgery, one screw broke in femoral nail and was removed without difficulty. The surgeon decided to place a competitor¿s nails for fixation. Fragments generated from broken device were removed easily without additional intervention. Other medical intervention required for femoral nail and tibial nail. There was no reported surgical delay. The patient was stable. The surgery was successfully completed. This report will address the complaint about the broken unknown screw during removal surgery. The post-operative events that required revision surgery have been captured under complaint number (B)(4). This report is for one (1) unknown nail distal locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Upon receipt of the additional information from the sales consultant it has been determined that this complaint to be a duplicate to complaint (B)(4). Therefore medwatch report for this complaint is being retracted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.